Manufacturer narrative:
Upon review of their data, the laboratory supervisor confirmed that the tsh result obtained during the time of the event was normal, and the repeat result confirmed the original value. There was no additional follow up actions necessary. There were no allegations of patient harm.

Manufacturer narrative:
The investigation determined that a vitros tsh result was likely obtained from the wrong tray/cup position when processed on a vitros 3600 immunodiagnostic system. The investigation has identified a software anomaly associated with a specific sequence of events which allows a sample to be aspirated from the wrong tube/cup position of a sample tray using a vitros 3600 system. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid was aspirated from the unintended tube/cup on a sample tray using a vitros 3600 immunodiagnostic system. A vitros tsh result of 14.622 miu/l was obtained and may not be the correct result for the intended sample. The undetected sampling from a tube/cup other than the intended one could lead to the generation and reporting of a test result or series of test results that do not reflect the patient's condition leading to inappropriate intervention with the potential for serious injury to the patient. Ortho has contacted the customer to notify them of the event. The vitros tsh result was reported from the laboratory and has not been questioned by a health care provider. There has been no allegation of harm to the patient. (B)(4).